Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. The actual device was discarded therefore; it could not be evaluated to confirm the complaint or presence of a malfunction. However, the contents of the complaint narrative suggested that the device may have had both clear cartridge holder engagement tabs broken. This reported malfunction, broken engagement tabs, has been shown to result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact MFR, or your healthcare professional." Evidence of improper use/storage: ino information was provided by the reporter to indicate the product was stored or used improperly.

Event description:
This device case, which does not involve an adverse event, reported by the consumer via a phonecall for a product complaint to the medical information department, concerns a female patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On 04-jul-2006, the humapen ergo teal/clear pen body (lot number unknown) was reported to have two broken tabs from the cartridge holder and broken spring arms on the cartridge holder. This humapen ergo teaclear pen body is associated with cid00414994. It was unknown who operated the device or if the operator was trained. It was unknown how long they had used the device for. The patient has thrown the device away and ordered a new one, therefore, the complaint was not able to be investigated. The units were also not readable on the cartridge holder. No lot number was provided, therefore it is not possible to investigate this complaint. Update 17-jul-2006: additional information received 14-jul-2006 via product complaints database and upon review on 17-jul-2006 it was determined that the device is a duplicate of this report, therefore, it will be deleted from the database: added summary to qc info tab, updated comment. Added patient's gender. All information from previous device has been transferred to this case.